Manufacturer narrative:
This report is for an unknown dynamic hip screw construct/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: bodoky, a., neff, u., heberer, m., and harder, f. (1993), antibiotic prophylaxis with two doses of cephalosporin in patients managed with internal fixation for a fracture of the hip, the journal of bone and joint surgery, vol. 75-a, no. 1. Pages 61-65, (switzerland). A prospective, randomized, double blind study was performed to evaluate the effects of antibiotic prophylaxis on the development of wound infection in 239 patients who had immediate stabilization of a fracture of the proximal part of the femur with a dynamic hip screw. From october 1984 through march 1987, 239 adults (55 men and 184 women) who had a fracture of the proximal part of the femur were treated with open reduction and internal fixation with use of a dynamic hip screw (synthes, waldenbung. Switzerland). The ages ranged from 75 to 90 years. The patients were randomly assigned either to receive 2 grams of cefotiam (halospor) at the time of induction of anesthesia and a second dose 12 hours later or to receive 2 doses of placebo at the same intervals. Of the 239 patients, 124 received the antibiotic and the remaining 115 were given the placebo. The patients were followed for a minimum of six weeks. The following complications were reported as follows: 45 patients were excluded because the protocol had not been strictly adhered to during the operation, the follow-up was inadequate, or the patient had died within the first 6 weeks after the operation. 5 of the 7 patients died due to other complications. 15 patients died during hospitalization. 7 patients had major wound infections. These patients needed an additional operation as well as systemic and local antibiotic therapy. Staphylococcus aureus grew on cultures of material obtained from the wound in 5 patients. Coagulase-negative staphylococcus grew on cultures of material from 2 wounds and entenobacteniaceae, from 2 wounds. 18 patients had minor wound infections. 53 patients had systemic infections, 17 patients had pulmonary infections, 36 patients had urinary infections, 5 patients had a fever of unknown origin. This is report 1 of 1 for (B)(4). This report is for an unknown synthes dynamic hip screw (synthes, waldenbung. Switzerland).